Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted during a stent placement procedure on (B)(6) 2011. According to the complainant, the patient had a stricture due to esophageal adenocarcinoma. The patient had continually been receiving radiation for treatment of the cancer. The stricture was located within the mid-esophagus and estimated to be 4-5cm in length. The stent placement was completed successfully with no complications. On the morning of (B)(6) 2011, the patient received radiation treatment and returned home. Later in the day, the patient vomited blood and went to the emergency room. At this time, a fistula was detected in the wall of the esophagus. It was discovered that the stent had migrated through the fistula and perforated the aorta. No medical intervention was performed as the patient expired soon after reaching the hospital. The physician attributed the cause of death to the stent perforation of the aorta. The physician attributed the esophageal fistula to the radiation treatments and the resulting weakening of the esophagus.

Manufacturer narrative:
Although the exact patient weight is unknown, the patient was estimated to weigh between (B)(6). (B)(4) - stent migration. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.